Event description:
The customer contacted baxter's technical service center (tsc) regarding a program changed by device which occurred on the homechoice (hc) during use. The home patient (hp) stated that when she finished draining and the hc went to fill 5 of 6. The hc then went straight to drain 5 of 6 without dwelling. Baxter advised the hp to call peritoneal dialysis registered nurse (pdrn) to review programming and correct if needed. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. The home patient (hp) returned telephone call from product surveillance on (B)(6) 2011. The hp reported that the issue was resolved by having her catheter replaced. The hp said that her catheter had a blockage in it. The hp stated that she did not know why her cycler changed skipped dwell. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the issue with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device is still in use. Should additional information become available a follow-up report will be filed.